Manufacturer narrative:
(B)(4). S/w ver. 4.11d. Retainer ring = clear. On (B)(6) 2021 the customer reported a cracked screen. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. After battery installation, an illegible partial display was noted. Unable to perform the displacement test due to the missing segments/partial display. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. On the other hand there are visible multiple cracks within the lcd screen itself. Pcba2 was disconnected from pcba1 and placed onto a known good pcba1. The boards were inserted back into the case, and the pump was able to boot up normally. The software version was then able to be obtained. In summary, the customer's reporting of a cracked screen was confirmed during visual inspection. The illegible partial display is due to the cracks within the lcd screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the screen was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.